Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/4/2024, it was reported by a sales representative via email that an ar-2324pslc peek-swivelock c broke during insertion. The case was completed using another ar-2324pslc peek-swivelock c. This was discovered during an aclr procedure on 8/30/2024. Additional information received on 9/11/2024: all the broken fragments were successfully removed. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.